Event description:
While using the contour stapler, the surgeon reported that the seal was not achieved. There were misshapen staples present. Stapler and staples were removed and new ones obtained. The patient did not sustain any harm.